Event description:
The affiliate reported the customer alleged false positive hepatitis a viral antibody igm (hav igm) results for one patient involving unicel dxi 800 access immunoassay system. The results did not correlate with the patient's clinical presentation. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The customer supplied beckman coulter europe with the patient's samples for further analysis.

Manufacturer narrative:
Reactive results obtained by the customer were confirmed by beckman coulter customer product line support (cpls) laboratory. Addition of non-specific human igms to the sample, prior to testing, clearly suppressed the signal confirming the presence of igms in the patient specimen, an ability to bind to the (B)(6) antigen conjugate of the access hav igm assay. In addition, heterophile testing confirmed the absence of heterophile antibodies in the patient sample. The sample was also tested on cpls havm confirmatory assay. Signal neutralization was approximately 80% confirming the presence of igms against the (B)(6) antigen in patient blood circulation. (B)(6) igm positivity without clinical symptoms or biological abnormalities has been described in several publications and may explain the situation encountered by the customer. With regards to the discrepancy between the access results and values obtained by alternate methodologies, product labeling indicates specificity and sensitivity of the access assay are respectively 99% and 99.9%. These figures are proof of a high performance level, and also indicate very low rate of discordant results are to be expected. As for all semi-quantitative assays, the access results should be interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information.

Manufacturer narrative:
This medwatch report is related to MDR 2122870-2012-01230.